Event description:
It was reported that during a thyroidectomy procedure, the device would not advance/deploy clips. A new device was used to complete the procedure. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar. The analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips. Upon disassembly of the instrument the feedbar was found to be bent; therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously high triglyceride (tg) result generated by the unicel dxc 600i synchron access clinical systems. The high result was detected because the calculated ldl was a negative number. The specimen was rerun, the tg result was lower and the calculated ldl result was believable. The false result was not reported out of the lab. There was no affect to patient treatment.